Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit w/slot. The customer stated that the catheter body was found ruptured, after intubation for less than three months. Re-intubation was necessary. The patient accepted hemodialysis on (B)(6) 2013 because of uremia, the physician implanted a palindrome catheter, and he found blood leakage from the tube outlet near to the skin during dialysis on (B)(6). A crack was found on the catheter when the patient went to the hospital to inspection. The doctor pullout the catheter immediately, followed by vascular transplantation operation for patients. No catheter fragments was left in the patient. The patient is currently in good condition, and the temporary use of temporary catheter in hemodialysis.